Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va006yw, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ¿wire was not put in correctly¿ with their first device and they had to get it ¿fixed.¿ no further patient complications are anticipated or expected as a result of this event.